Event description:
It was reported that the patient developed a hernia on the side containing the inflatable penile prosthesis reservoir. The physician repaired the inguinal hernia. The device was replaced with the new reservoir on the contra lateral side. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient developed a hernia on the side containing the inflatable penile prosthesis reservoir. The physician repaired the inguinal hernia. The device was replaced with the new reservoir on the contra lateral side. The physician did not believe the hernia was related to the device. No patient complications were reported.